Manufacturer narrative:
The customer was unaware that the vitros 250 chemistry system user guide stated that ammonia based cleaners were not to be used on or near the analyzer. The investigation determined that the vitros 250 analyzer had been cleaned with ammonia based cleaner. The vitros 250/350 chemistry system - operator's manual, in the section 'important safeguards and precautions' states: cleaning solutions: do not use any solvents or cleaning solutions on the equipment other than distilled or deionized water. Never use ammonia cleaners on or near the analyzer. Caution: do not use solvents, alcohol, ammonia, glass cleaners, or cleaning agents containing abrasives to clean the incubator evaporation caps. These items will damage the caps and affect system performance.' Ocd field service investigated, cleaning the incubator and replacing the incubator evaporation caps. The service activity returned the vitros 250 system to expected operation. The root cause of the positively biased amon results is user error.

Event description:
The customer obtained higher than expected, imprecise quality control results using vitros amon slides on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were affected and there were no allegations of harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)